Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7072988.

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of drainage and incision opening were noted. The physician did not believe that the infection was procedure related but it was unknown if device related. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were discarded.